Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and an opening on posterior. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a crease sharp opening on posterior assessed as fold flaw opening and creases are observed, however, is not consider as a workmanship due to the device was not received in their original sealed packaging. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.